Manufacturer narrative:
UDI is unknown due to the device was manufactured prior to (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation to his targeted pain pattern. Reportedly, the patient has opted for surgical intervention as the next course of action.